Event description:
Case reference no (B)(4) is a literature report sent on 12-feb-2015 by a physician which refers to a female aged (B)(6). The pt who had been previously healthy consulted for right visual acuity loss after a nasal filler injection of hyaluronic acid (brand unk) about 3 h prior to consult. She felt severe ocular pain, nausea and dizziness shortly after receiving the nasal injection. Physical examination revealed clear consciousness, stable vital signs, mild redness with ecchymosis over the nasal and glabellar reg, and right eye ptosis, with no light reflex of the right eye. Examination of the fundus showed right retinal attachment with diminished blood vasculature, presence of cherry spot and retinal edema, compatible with ventral retinal artery occlusion (crao). However, her left upper limb muscle power decreased and muscle power score was 4 about 8 hr later. Brain magnetic resonance imaging showed multiple small acute infarcts over the bilateral hemisphere but mainly on the iddle cerebral artery territory, with decreased right ophthalmic artery flow.

Manufacturer narrative:
(B)(4). Source of report (literature): seq no: 1. Author: t -c hsia. Article title: y -c lin, t -c hsia et al; central retinal artery occlusion and brain infarctions after nasal filler injection; q j med; 29 nov 2014. Pharmacovigilance comment: a causal relation between the events and the treatment cannot be excluded. The injection technique or the injection procedure per se may have contributed to the event. The complaint has contacted the author to verify the prod used. No info was rec'd. Although the brand name is not reported it cannot be excluded that a q-med prod has been used.